Manufacturer narrative:
During use of an angioguard embolic protection device it was not possible to close the filter basket and retrieve it because the final tip of the device detached. An unknown 5f catheter was used to retrieve the filter. Based on the fact the final tip of the device was not retrieved, this part could still be in the patient. It is also a possibility the tip could have remained in the sheath valve. The angioguard filter was successfully removed. There was no embolization of the tip. The patient had no clinical signs or symptoms as a result of the tip separation. The patient status was described as ¿good¿. The product was stored and handled according to the IFU (instructions for use). The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The intended lesion was not located at the carotid bifurcation. The device did not pass through any acute bends. No difficulty was encountered while advancing/tracking the device towards the lesion. No unusual force was used at any time during the procedure. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was not fixed. There was no filter basket deformation. No force was required for withdrawal of the filter. There was no interaction between the filter basket proximal marker band and the distal end of other devices used for the procedure. The product was not returned for analysis. A product history record (phr) review of lot 35265643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (although unknown) may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk ¿prior to the interventional procedure, all equipment and packaging, including the angioguard rx emboli capture guidewire system, should be inspected and examined carefully for defects. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage. Do not use defective equipment. Once the lesion is treated and all of the interventional or diagnostic devices have been removed, remove the flushed capture sheath from the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Remove the device by grasping the guidewire and capture sheath together near the hemovalve. Pull the system through the guiding catheter or interventional sheath introducer, and out of the hemovalve as a single unit. Care should be taken when pulling the basket through the open hemovalve, to avoid potential release of captured emboli.¿ neither the phr review, nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during use of an angioguard embolic protection device it was not possible to close the filter basket and retrieve it because the final tip of the device detached. An unknown 5f catheter was used to retrieve the filter. Based on the fact the final tip of the device was not retrieved, this part could still be in the patient. It is also a possibility the tip could have remained in the sheath valve. The angioguard filter was successfully removed. There was no embolization of the tip. The patient had no clinical signs or symptoms as a result of the tip separation. The patient status was described as ¿good¿. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the device prior to use. The intended lesion was not located at the carotid bifurcation. The device did not pass through any acute bends. No difficulty was encountered while advancing/tracking the device towards the lesion. No unusual force was used at any time during the procedure. There was no difficulty advancing the capture sheath to the lesion. During filter retrieval, the retrieval sheath was being advanced while the filter wire was not fixed. There was no filter basket deformation. No force was required for withdrawal of the filter. There was no interaction between the filter basket proximal marker band and the distal end of other devices used for the procedure. The wholesaler has been contacted by phone to get further details on the code and lot information, but he was not able to provide them. The wholesaler did confirm the code and lot were not involved in the recent field safety notice shared with them last 31 march 2023 and the exact information will be provided as soon as possible.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.